Event description:
The pt, a type ii diabetic who administers insulin, reported higher blood glucose readings with co's device lot 16143a. On 9/14/96 the pt opened the first bottle from the first box and obtained blood glucose readings in the 200 mg/dl range for approx two weeks. He thought these readings were high because his typical blood glucose readings with test strips (the previous week) were in the 120 mg/dl range. Because of the higher readings, the pt set the first bottle aside and opened the second bottle from the same box. He again obtained blood glucose readings in the 200 mg/dl range so he opened the first bottle of test strips from a second box of co test strip (same lot number). He obtained blood glucose readings in the 200 mg/dl range with this box as well so he opened the second bottle of test strips from the same box and, again, obtained blood glucose readings in the 200 mg/dl range. Yesterday, the pt purchased a new box of another co's test strips (lot unk) and performed a side by side blood glucose comparison with a test strip from the first bottle from the first box of co's device versus the other strips. He obtained results of 181 and 87 mg/dl respectively. He then performed a normal control solution test with another test strip and obtained a result of 110 which was within the normal control solution range. When the contact spoke with the rep, his test strips were not available so he could not provide a normal control solution range or lot number. With the rep, the pt performed normal control solution tests with three bottles of co's test strips. The pt did not perform a normal control solution test with the first bottle from the first box of co's test strips because he had used all the test strips. With the 2nd bottle from the 1st box, the pt obtained a normal control solution test result of 164 mg/dl versus a normal control solution range of 110-164 mg/dl (solution lot vj 135, exp 10/97). With the first bottle fromt he second box, the pt obtained a control solution result of 166 mg/dl same normal control solution range. With the 2nd bottle fromt he 2nd box, the pt obtained a control solution result of 171 mg/dl (same normal control solution range). Also with the rep, the pt performed a check strip test and obtained a result of 78 versus a check strip range of 73-98. The pt could not perform side by side blood glucose comparisons with co's test strip. Because as mentioned previously, the other test strips were not available. The pt's meter was set to the appropriate code when co's tests were performed. The desiccant is in the three bottles of the co's test strip on which the pt performed a normal control solution test with the rep. The pt stated he had removed the desiccant fromt eh first bottle fromt he first box when he had only three test strips remaining. The pt shook the control solution before he applied the sample to the test pad. The control solution was opened two weeks ago. The pt stores his test strips in his bedroom.